Manufacturer narrative:
The physical device was not returned. Cloud data from the user for the period of on (B)(6) 2026 was downloaded and reviewed. Review of the patient history buffer (phb) data found that a mode switch from automated mode to manual mode occurred at 23:52 on (B)(6) 2026. No messages were generated that were sent to the cloud that would prompt the user to switch modes. The system was used in manual mode until 17:27 on (B)(6) 2026 when a mode switch from manual mode to automated mode occurred. While in manual mode, the system correctly delivered the user's manual basal program of 1 u per hour for 24 hours regardless of the estimated glucose values received by the pod from the sensor. The user's estimated glucose values dropped below 55 mg/dl during this period of manual mode and the cloud data showed that the system correctly generated urgent low glucose alerts. The cloud data showed that no boluses were delivered leading up to or during the low glucose event. The phb data showed that, while in automated mode, the automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values and user inputs. No evidence of an overdelivery of insulin was observed in the available cloud data. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown: omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
On (B)(6) 2026, the legal guardian (lg) reported that the patient experienced a severe hypoglycemic event requiring emergency medical assistance. The patient was later found unconscious and twitching after being unreachable. Review of continuous glucose monitoring data indicated prolonged hypoglycemia for approximately 8¿9 hours, with glucose readings reported as ¿low,¿ consistent with severe hypoglycemia (e.g., less than 3 mmol/l, or 54 mg/dl). A decreased core body temperature was also noted. Emergency medical services were contacted, and paramedics provided on-scene care for approximately 45 minutes. Treatment included intravenous glucose administration, followed by oral carbohydrate intake administered by the lg once the patient regained consciousness. The event resolved without hospital admission. The diagnosis received at this event was hypoglycemia. At the time of the event, the pod was in use, remained on during and after medical treatment, and had been worn on the leg for longer than the indicated 72-hour wear period. The pod was later discarded and is not available for return. The lg reported that the controller had entered manual mode and continued delivering insulin overnight while the patient was asleep and hypoglycemic. The lg reported uncertainty regarding the cause of the hypoglycemic episodes, including whether the events were related to product performance, insulin therapy settings, or bolus administration. The healthcare provider was unable to determine causality due to contemporaneous issues with glooko data availability.